Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers off by itself while operating on dc (battery) power. The customer advised that the batteries were fully charged when the reported issue was observed and that they have tried other batteries as well. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control verified the reported issue. The cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of pcb-mounted jack connector j11 and the mating power pcb assembly contacts of cable-mounted plug connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® report or charging the defibrillator. Physio-control repaired the device by replacing the battery wire harness assembly and the power pcb assembly. The device's battery pins were also replaced as a precaution. Other unrelated repairs were also completed. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powers off by itself while operating on dc (battery) power. The customer advised that the batteries were fully charged when the reported issue was observed and that they have tried other batteries as well. There was no patient use associated with the reported event.